Event description:
It was reported that the external pulse generator (epg) powered on, but then shut off after approximately one minute. Two new batteries were used, but the situation did not resolve. Also noted was that the epg was dropped and some point and there is a dent by the power button. The generator was returned for service. The return paperwork indicated that there was no patient involvement with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Keyboard has a dent by the off button. One bail cover is broken and one bail cover is missing. One case screw is missing. Both bails are missing. Ring is bent. Ring cover is broken. Printed circuit board flex is dented. Battery contacts are compressed and contaminated.